Manufacturer narrative:
Aspen surgical received an (B)(6) report ((B)(4)) from (B)(6) hospital in (B)(6) which indicated that a richard-"allen" 1/2 circle taper point mayo catgut needle broke inside the patient during use and had to be retrieved. The actual device was not available for evaluation. The manufacturing lot number was provided for review. During a procedure, the eye of the needle where the suture thread is passed through snapped off inside the patient's abdomen. The surgeon was able to retrieve the snapped end. The patient tolerated well and follow up care was not required. Analysis result of the finished good lot number was reviewed. No non-conformances were noted in the DHR relating to the reported issue. It is possible the root cause is related to a user error. The device's instructions for use indicate the needles should not be clamped directly on the eye of the needle or the point and should be applied to the flat portion of the needle about 1/4 of the needle length from the eye end. If a clamp was applied to the eye of the needle, it could have caused the eye to malfunction (break). Due to no sample or photo available, an evaluation of the device could not be performed. No further information is available of the product at this time.

Event description:
Aspen surgical received an (B)(6) report ((B)(4)) from (B)(6) hospital in (B)(6) which indicated that a richard-"allen" 1/2 circle taper point mayo catgut needle broke inside the patient during use and had to be retrieved. The report was filed in our complaint handling system as complaint #(B)(4).